Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The error logs showed error: electrosurgical unit (esu) generic non-recoverable error, post test prometheus generator core (pgc) energy test. During an in-house failure analysis (fa), upon visual inspection, no issues were found that could be related to the reported event. The unit was integrated into a known-golden printed circuit assembly (pca) system. It powered on and all the port led lights were red. Localhost was used to check diagnostics where error logs showed error codes indicating (error_esu_post_test_failure). This was logged when the esu post test fails or fails to complete within the timeout period. Error (error_esu_pgc_hardware_failure). The energy controller on the esu called prometheus generator core (pgc) has found a hardware failure and cannot continue. The unit also completed fixture testing, where it failed both functional station 2 and functional station 3 tests. During functional station 3 testing, it was also noticed that ports led lights were all red. As a result of these findings, failure analysis was able to conclude that the relay driver supply on the prometheus generator core (pgc) board could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the issue with a non-recoverable fault at startup. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A system log review indicated a non-recoverable fault on the generator.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia enhanced-view totally extraperitoneal (etep) surgical procedure, an intuitive surgical (is) clinical sales representative (csr) called an isi technical support engineer (tse) to report that the e200 generator turned red and became impossible to use. The customer stated that a power cycle was attempted, both with and without the cautery cables connected, but the issue persisted. The tse reviewed the system logs and identified two errors, both indicating that the e200 generator needed to be replaced. The customer confirmed that no alternative equipment, such as a forcetriad or another tower, was available on-site. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgeon had to convert to open surgery and cancel the second procedure.